Manufacturer narrative:
(B)(4). A review of all batch record documents was conducted for potentially associated lot numbers h12l07031 and h13e02083 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
(B)(4). Upon follow up it was reported that the patient was treated with unspecified antibiotics for the peritonitis. Therapy was discontinued and the patient's catheter was removed. The patient was switched to hemodialysis and recovered from the peritonitis. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that the home patient (hp) experienced peritonitis coincident with peritoneal dialysis (pd) therapy. It was unknown if the patient was hospitalized for this event. The cause of peritonitis was unknown. The treatment for this event was not reported. At the time of this report, the patient was recovering from peritonitis. The pd therapy was ongoing. No additional information is available. This is report 2 of 2.